Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer stated that the insulin pump kept alarming no delivery, and the issue had started about a week prior. The customer's blood glucose was over 500 mg/dl when the bolus attempt was made, which was then treated with manual injection. The customer stated that troubleshooting could not be performed at the time of the call because the reservoir had been misplaced after it was taken out of the insulin pump. The customer was advised to do a complete set change as soon as possible and declined to return the infusion set and reservoir for analysis. The customer advised that a back-up plan would be reverted to if necessary. The customer's most recent blood glucose was 241 mg/dl, which was treated for with the insulin pump; however, the insulin pump alarmed no delivery again. The customer was advised to contact a doctor for additional assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.